Event description:
The patient underwent anastomosis using the car device. On day 5 after the procedure, the patient returned to the or with a 2mm leak.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files were reviewed and indicated that the device was released according to the product specifications. The device was not returned for evaluation therefore, no further conclusions could be drawn. The surgeon claimed that the complication is a result of the state of health of the patient, and not the device. (According to the surgeon, the failure occurred due to a metabolic syndrome of the patient, with liver and renal insufficiencies and the healing process could not be occurred). Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.